Manufacturer narrative:
Initial 1 of 1. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event due to bent cannula. The blood glucose level was high and was treated with correction injection via multiple daily injection. The insertion site was abdomen. The infusion set was in use for one to six hours. The patient replaced the infusion set and resumed insulin deliveries successfully.